Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis with a differences in sensor and blood glucose value. The customer reported blood glucose value of 348 mg/dl. The customer reported symptoms like feeling sick/unwell, flu like, headache, tired/weak, extremity pain/cramps and vomiting. The customer visited emergency room and was treated with insulin pump and intravenous insulin infusion. The event involved product(s) mmt-431ag, mmt-1884, mmt-7040a, mmt-342. Troubleshooting was performed for hyperglycemic event and the customer was not using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported event. It was also noticed that the discrepancy in reading between sensor glucose value of 127 mg/dl and blood glucose values of 327 mg/dl which were not within the target range. No further patient complications were reported. No product return is required for mmt-431ag. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-342.

Manufacturer narrative:
Sensor carelink additional investigation was performed for sensor glucose vs. Blood glucose. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.